Event description:
Unable to continuously monitor; experience with g-6, dexcom case # (B)(4) and new case #s (B)(4). Received dexcom g-6 by (B)(6) from (B)(6), appt (B)(6) 2020 at (B)(6). (B)(6), bsn, cde unboxed, setup and plugged in receiver ((B)(4)), trying 3 different charging ports without apparent charge indication, did charge a bit in the office with a non-dexcom cord. She taught and demonstrated sensor app abd-luq-aal, attaching transmitter and coding-in both. Told to charge receiver immediately. I used a known good charging port. Later a low bs warning correctly sounded, left on charge overnight but in am button, black screen with loading at top then white with dexcom logo, off, repeat button press = same # different chargers tried with same results. Contact dexcom, new receiver to be sent, send this one back to dexcom in special box to be sent too. Wild idea, plugged into phone charger charge-only cable. It woke-up. Fbs on it 186ish accu-chek + with old strips 239ish. Contact dexcom, still change receiver, but new sensor shipped as well. On (B)(6) new receiver ((B)(6)) only received, old cord won't charge phone. Contact dexcom, new cord will be sent. On (B)(6), no sensor or cord received yet. (B)(6), bsn, cde oh my, it did charge a bit in the office with a non-dexcom cord so maybe it was the cord that dexcom sent. Did the new receiver charge with the old dexcom cord or a non-dexcom cord? Were you able to set up the new receiver without too much trouble? Let me know how I can help, (B)(6). New receiver did not charge with the dexcom cord, did not try a non-dexcom cord. Have understood to use finger-stick bs till- new sensor, cord and charger come. On (B)(6) new cord and sensor came on 02/15 fbs today g-6 163, accu-chek +329, for a pro voice v9 159 accu-chek + decommissioned. G-6 says 2 hrs to sensor shutoff, shower and change everything but transmitter # is (B)(4). New sensor applied same spot, receiver ((B)(4) said it can't find transmitter # is (B)(4) > retry x3 > found. On (B)(6) fbs g-6 152 and fora pro voce v9 115, 2 hr pp 223, 170. On 02/21 pm product return kit-g6 us quantity: 1, arrived. On (B)(6), wife dumped out sharps container to retrieve 1st sensor (applied (B)(6)) since inst want applicator too (which went in trash at (B)(6)) she found in trash and will send back 02/16 applicator instead. Cannot ship till monday when post office open. On (B)(6) "2200" receiver ((B)(4)) buzzing and beeping periodically, your transmitter is not working. Dexcom call back, requested, told to reset date and it would quit. Assigning new case #s (B)(4), (B)(6) 2020 receiver ((B)(4)) screen says pair new transmitter. Call back from dexcom, talked wife through dx, sending replacement transmitter and sensor, and product returned kit. Current transmitter # is (B)(4). Https://www.accessdata.FDA.gov/scripts/medwatch/index.cfm. FDA safety report ID# 499596. See scanned pages.